Event description:
Transfer set was replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set as placed in january 2005 (no more than 1 month.) No patient injury or medical intervention was associated with this incident.